Event description:
It was reported that a patient was being scheduled for lead revision surgery due to high impedance. The date the high impedance was first observed was not known by the physician. The patient was also programmed "off" (0ma output current) on (B)(6) 2016. The patient did not report any traumas that may have caused the high lead impedance. The patient had lead revision surgery on (B)(6) 2016 and the impedance value after replacement surgery was within normal limits. The surgeon noted after surgery that he believed the cause of the high impedance was a lead fracture. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The explanted lead was returned to the manufacturer for product analysis to be completed. An analysis was performed on the returned portion of the lead and completed on 06/17/2016. The lead assembly was returned in four portions. During the visual analysis of the returned 27mm portion, the (+) white electrode quadfilar coil appeared to be broken approximately 7mm and 9mm from the end of the cut inner silicone tubing and quadfilar coil. The area on two of the broken coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. Pitting was observed on one of these broken coil strands and the other had evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. The area on the fourth broken coil strand was identified as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. During the visual analysis of the returned 27mm portion the (-) green electrode quadfilar coil appeared to have three broken coil strands approximately 8mm from the end of the cut inner silicone tubing and quadfilar coil. Scanning electron microscopy (sem) was performed on the connector end of the three broken coil strands (found at 8mm) on the (-) green electrode coil and the area was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device.

Event description:
Additional information was provided and the date the high impedance first presented was found. No further relevant information was provided.